Event description:
It was reported to philips that the system had a tube anode error, which would impact imaging. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the diagnosis procedure was completed by moving the patient to another room. The philips field service engineer (fse) visited system onsite and confirmed that system low load tube anode problem. Upon troubleshooting, the fse analyzed the system log and found the roco controller was faulty. To resolve the issue, fse replaced the roco controller. After replacement, the system returned to use in good working order. The codes have been updated based on the investigation's outcome.